Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and collimator in turret is damaged. Complaint of burnt light port was confirmed. Product failed functional testing with low lumen output from collimator. Cause of low light output is a damaged collimator in turret. The complaint investigation has concluded the cause of low light output is a damaged collimator. Factors which can contribute to a damaged collimator is inserting a wet light guide into the turret. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during procedure, the wolf light port is burned. It is unknown if a backup device was available and how the issue was resolved. There was a delay of 0-30 min. No patient injury or other complications were reported.